Manufacturer narrative:
The results of the investigation are inconclusive since the lead and the device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined..

Event description:
During follow-up, high defibrillation impedance values were noted on the right ventricular (rv) lead. Further review suggested there may be a connection issue between the lead and the device. Reprogramming was performed and the patient was stable. Related manufacturer report number: 2938836-2017-23610.